Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain three of five of peritoneal dialysis therapy. The caregiver stated that the patient had felt full in drain three of five two days prior to the reported event. The patient reported feeling air in their shoulder that was causing them pain, abdominal pain and discomfort, and drain pain. It was determined that the patient¿s drain volume was 4007 ml and the fill volume was 2300 ml. The technical service representative discussed the use of manual supplies with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was performed and completed successfully. Internal and external inspection was performed and no issues were noted. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.